Event description:
It was reported that there was a connection issue between the minicap transfer set and cassette. The patient was unable to disconnect from the cycler. The patient line needed to be cut to disconnect. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection was performed and the dark blue female connector was separated from the light blue main body. Leak, clear passage, and clamp function testing were performed, and no issues were observed. The female connector was connected and disconnected to an in-lab connector and no issues were observed. The reported connection issue was not verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.